Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6), 2008," the plaintiff was implanted with "ams pelvic mesh products, that being elevate" to "treat pelvic organ prolapse and/or urinary incontinence." The plaintiff's attorney alleges that the plaintiff "plaintiff began experiencing pain, infections, urinary problems and bowel problems some time after implant" and "plaintiff returned to her physicians several times due to complications and problems." The plaintiff's attorney also alleges that the "products have caused plaintiff severe and permanent bodily injuries and significant mental and physical pain and suffering" and caused the "plaintiff to suffer severe and debilitating pain, mesh erosion, exposure/extrusion/protrusion, infections, bleeding, dyspareunia, bladder problems and bowel problems."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.